Event description:
Harmonic scalpel tested okay and ready for use. Ten minutes into case, machine alarmed and handpiece was pulled out of pt. Jaw of handpiece was loose and charred. Handpiece was changed, tested okay and ready for use. The same thing happened to the second handpiece: machine alarmed, handpiece jaw was loose and charred, melted tip of the port sleeve. Machine taken out of service by biomed. Cord was tagged and reported to spd. No injury noted to patient. Machine checked by biomed and ethicon rep. Was notified.